Event description:
It was reported that when turned on, the stimulation was intermittent, the device seemed to be doing what it wanted. It was unknown whether the device was actually turning off/on or if the stimulation sensation was just coming and going. The patient had an appointment for (B)(6) 2012, with her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the ins (implantable neurostimulator) started "acting up" about 2 months before the pain pump was implanted. The patient couldn't get it turned on or charged. The ins had been turned off since that time. The patient would like to turn the ins on.

Manufacturer narrative:
(B)(4).